Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive or motor anomalies were noted during testing. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device has a horizontal crack in the battery threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad was unresponsive and that the insulin pump had a motor error. Blood glucose value was unknown at the time of the incident. It was stated that this issue has happened before. Troubleshooting was performed. The issues were not resolved. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.